Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the internal portion of the oxygen inlet connector was found to be broken. The device's oxygen inlet connector was replaced to address the issue. A "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.